Event description:
It was reported that an ilet user experienced recurrent low glucose episodes and subsequent rebound highs associated with inconsistent meal announcements and overtreatment of hypoglycemia with oral glucose. Symptoms included hypoglycemia and hyperglycemia ranging from 43 mg/dl to 387 mg/dl, dry mouth, and polyuria. Outcomes included user troubleshooting and education without hospitalization. Investigation included review of device data and user reports. Investigation of this case revealed user management issues, including inconsistent meal announcements and excessive carbohydrate correction for hypoglycemia. It was concluded that the device functioned as designed and that user technique contributed to the events. The patient was counseled to treat readings in the 60s with approximately 5 g of fast-acting carbohydrate and to wait 15 minutes before additional treatment to minimize glycemic variability.